Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and phrenic nerve stimulation. The lv lead was programmed off and later replaced. No further patient complications have been reported as a result of this event.